Manufacturer narrative:
No further information concerning this report is not available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that via the patient's remote monitoring system, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis confirmed the recorded (B)(4). The device observations were found to be attributed to a cracked capacitor.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received confirming that the device was explanted in response to the recorded code (B)(4). No additional adverse patient effects were reported.